Event description:
Radiometer has become aware of an issue with pico70 arterial blood sampler. The issue relates to the sterile barrier system for the product. During internal stress testing on pico70 arterial blood samplers a breach in the sterile barrier system was observed in one sample .the problem has only been observed internally during testing. Radiometer has on 2021-03-18 initiated a recall with radiometer ref. Fan 915-415 of all pico70 blood samplers. A correction and removal report will be submitted to the FDA.